Manufacturer narrative:
Manufacturers ref# (B)(4). Summary of investigational findings: a tulip filter did not open properly during deployment and did not re-enter the sheath properly when the user was trying to remove it. A new item had to be opened in order to complete procedure. No adverse effect on the patient was reported due to this occurrence. A jugular introducer, an introducer sheath, a tulip filter, a three-way stopcock and an introducer dilator was returned and evaluated in the complaint investigation. The hub on the dilator was separated, which could be due to excessive force. IFU warns not to exert excessive force during the procedure. Furthermore, the filter was partway in the introducer sheath still attached to the jugular introducer, and there was a lot of blood/biological matter. However, it was possible to get the filter all the way out of the sheath and detach it during product evaluation. No nonconformances were observed on the grasping hook of the jugular introducer. All measurements of grasping hook and filter was in accordance to specifications, besides filter leaf wide, which was measured to be 1-2 mm smaller than specifications. The size of the leaf could have been affected by the filter being stored in the sheath and fixed in a lot of blood/contract matter. The filter was cleaned and then attached to the introducer again during the product evaluation, and it was possible to redraw the filter in the introducer sheath without any difficulty. A contraindication for filter placement is existence of thrombus as stated in IFU. Deployment in a clotted vein could obstruct filter expansion and further complicate re-sheathing of the filter. It is unknown if thrombus was existing in ivc when the filter was placed, however, there was a lot of coagulated blood/biological matter in the returned product. There was no difficulty in re-sheathing the filter during product evaluation after the filter was cleaned. Furthermore, IFU warns not to rotate the filter inside the introducer system or inside the vena cava as this may compromise filter performance. It is possible that the filter was unintendedly rotated during the procedure which could have contributed to the reported event where the filter did not fully expand. The device history record was reviewed with no evidence to suggest that the device was not manufactured according to specifications. Cook medical will continue to monitor for similar events. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Manufacturers ref# (B)(4). PMA/510(k): k172557. Investigation is still in progress.

Event description:
Description of event according to initial reporter: on (B)(6) 2020 physician had a defective gunther tulip filter that didn¿t open properly during deployment and didn¿t re-enter the sheath properly when trying to remove it. A new item had to be opened. (Ref# (B)(4) lot #e3945188). Patient outcome: no adverse effects was reported on the patient due to this occurrence.